Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, when the right ventricular (rv) lead was connected to the device it had high and undefined rv defibrillation impedance and the superior vena cava (svc) defibrillation impedance was null. The lead was capped and replaced. No patient complications have been reported as a result of this event.